Event description:
It was reported that bd syringe 1ml ll had leakage at the luer. 15jun2026 - a report was received from xxxx safety in the product complaints email box regarding izervay. The report states, ¿when drawing, the medication came out of the needle/syringe¿ 15jun2026 - reference the attached reports regarding the lot query and similar defect query. 15jun2026 - called reporter for additional information on location of the leak. Left message requesting a call back. 16jun2026 - called and spoke with technician. She stated when the provider was drawing up the medication the product leaked out between the syringe and the provided filter needle. They believed the connection between the syringe and needle was solid so thought it was an issue with the syringe. No sample available. 16jun2026 - requested investigation from bd for the syringe. The lots involved are syringe lots 4312408 and 4289632. Please confirm receipt of this email request for investigation and let me know if you have any questions. Can you please provide an exact date of event in format dd-mmm-yyyy? 08jun2026 in the document mentioned picture available we didn't find any picture. If possible, could you please provide picture samples for investigation? See attached. This was the only photo supplied by the reporter. Can you share any physical sample if available for investigation? If yes, please provide the address so that a sample return label can be emailed to you. No sample is available. Based on the information from the reporter there was not a concern regarding the needle

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.